Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign material on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that foreign matter that shined iridescently when light was shone on the lens, like the thin film interference of an oil film, was attached to the lighting lens. As a result of the component analysis using ir and edx, elements and peaks characteristic of silicic acid were found, so it is possible that the foreign matter is from a drug or tap water. The component analysis results suggest that the foreign matter may have remained due to insufficient cleaning, but the information obtained did not allow the cause of the foreign matter to be identified. The event can be detected/prevented by following the instructions for use which state: bf-xp290 user's manual operation section "chapter 3 preparation and inspection_3.3 inspection of the endoscope_3.8 inspection of the combined functions with related equipment", cleaning/disinfection/sterilization section "chapter 5 reprocessing of endoscopes (and accessories to be reprocessed together)" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.